Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 23 mg/dl at the time of the incident. The customer was at 440 mg/dl at the time of the call. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed for the blank display that occurred shortly before the low incident. The insulin pump will be returned for analysis.